Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred on the pacing lead and low impedance was observed on lead trends. Subsequently, during a cardiac catheterization procedure, the patient reported having palpitations and chest discomfort. Pacing failure and oversensing of noise were noted on the same lead during the procedure, lead damage was suspected. The lead was reprogrammed and is scheduled for revision.